Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that 24 hours after the last tampon she used, a piece of pledget came out of her vaginal cavity. She experience a headache but fully recovered. She did not experience any adverse health effects and did not seek medical attention.